Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/27/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handles tip broke. This occurred during an eclipse procedure on (B)(6) 2024 when the surgeon was trying to place the glenoid. Another handle was used to complete the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip of the returned universal quick connect handle assembly had broken off. Rust spots have been observed on the knurled areas of the device and at the distal end of the handle, body. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.